Event description:
Healthcare professional reported left side "patient went to the consultation with pain, which led her to undergo tests that concluded with the diagnosis of breast prosthesis rupture with silicone leakage." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "patient went to the consultation with pain, which led her to undergo tests that concluded with the diagnosis of breast prosthesis rupture with silicone leakage." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(6).